Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the unit was excessively damaged and the gearbox was worn and runs slow. The gearbox was replaced as well as other components. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a damaged gear box. Upon triage, it was found that the gearbox runs slow.